Manufacturer narrative:
H.10: within the initial report it was stated that "a livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported faults." Which is not correct. The correct information is as follows: a livanova field service representative was dispatched to the facility and performed the pump serial read-out. The complained pump was tested and no issue was found. From the analysis of the serial read out it was not possible to confirm the reported issue. A complaints database analysis revealed that no further complaints have been submitted about this specific issue for this unit. In addition no service activity was deemed necessary it is reasonable to assume the issue did not recur. A user error during pump operation cannot be excluded from being a potential root cause of the event. Indeed, the reported alarm may appear when the pump is rotated manually while switched on.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported faults. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed two error message associated to a motor control and runaway faults during a procedure. The user hand-cranked the pump to complete the procedure. There was no report of patient injury.